Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that four olympus bronchoscopes had been quarantined by the infection control department of the user facility due to detections of microbiological contamination in samples of patients. Olympus followed up with the user facility to obtain the detail of the event. It was reported that the biopsy samples collected from four patients were contaminated with cupriavidus, elizabethkingia miricola, or delftia acidovorans after bronchoscopy using four olympus bronchoscopes at the user facility as follows; first patient: the patient contaminated with cupriavidus after bronchoscopy using bf-1t260 (s/n (B)(4)). Second patient: the patient contaminated with cupriavidus after bronchoscopy using bf-uc260fw (s/n (B)(4)). Third patient: the patient contaminated with delftia acidovorans after bronchoscopy using bf-260 (s/n (B)(4)). Fourth patient: the patient contaminated with delftia acidovorans after bronchoscopy using bf-260 (s/n (B)(4)). The bronchoscopes had been reprocessed using a non-olympus automated endoscope reprocessor (bht) with peracetic acid after manual reprocessing. It was reported that it possibly took up 12 hours for the bronchoscopes to be reprocessed between the bedside cleaning at the user facility and the manual cleaning at a third party decontamination facility. It was reported that the bronchoscopes were packed in the surestore system (non-olympus equipment) at the third party decontamination facility. The surestore system is vacuum pack system that add 5% of hydrogen peroxide inside the endoscope channel. The user facility conducted a microbiological testing for the bf-uc260fw at (B)(6) as a result of testing, no microbe was detected from the sample collected from the bf-uc260fw. The conditions of four patients are currently unknown. This is three of four reports on infection associated with the bf-260.